Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was observed in the patient adapter (catheter connector) of a transfer set. This was identified during use of the device for peritoneal dialysis therapy. The transfer set had been in use for three months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed and a white residue inside the silicone tubing.the white residue was identified as fatty acid (likely calcium searate, calcium carbonate, and small amount of carbonyl based material). The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.